Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal didn't load properly in the chamber which didn't allow it to fire and release. When following sharp steps the seal didn¿t roll up in the tube which wouldn¿t allow it to deploy. They followed the steps and are experienced users. They had to open another device to complete the case. The only delay was to switch out devices and there was no harm to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/18/2024. An investigation was conducted on 03/19/2024. A visual inspection was conducted. Only the loading device was returned for evaluation. Signs of clinical use and no evidence of blood was observed. No delivery device or seal were returned for evaluation. Based on the incomplete device return, the reported failure "fitting problem" was not confirmed. The lot # 3000366860 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.